Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 02-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-nov-21, (B)(4) (rep, hcp): information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the lead was exposed at the incision site. It was unknown if the issue was resolved at the time of the report. It was reported surgical intervention occurred. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.